Event description:
"Calcified rca-catheter was being used with a 6f zumma guide and a patriot wire. The catheter became stuck in the lesion. The physician was able to bring the catheter back as far as the sheath. While attempting to remove from the sheath, the tip of the catheter dislodged and embolized to the foot. No attempt was made at retrieval."